Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Photos provided were consistent with lab findings. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative h3 product evaluation: customer report of degeneration was confirmed through observed thrombotic material. Thrombotic material was observed on the inflow and outflow aspects of all leaflets. Thrombotic material restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both aspects. Leaflet 3 had a 4mm cut in the cusp area and edges of the cut were straight and even. Non-transmural perforation was noticed on leaflet 3. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Multiple sutures remained attached to the sewing ring around the valve. Sewing cloth of sewing ring had multiple cuts around the valve. No other visible inconsistencies were observed on the valve. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 2800tfx25mm implanted in the aortic position was explanted from a 70 year-old patient after an implant duration of five (5) months and one (1) day due to thrombotic material that restricted leaflet mobility and led to stenosis. Reportedly, valve was showing a notorious decrease of the effective orifice area and increased gradients (mean gradient 35-50 mmhg). As reported, patient was maintained under anticoagulant treatment with sintrom the first three months after surgery. At the time of explant, patient was currently treated with noac due to atrial fibrillation. Microbiology tests were negative for endocarditis. Patient presented with chest pain and fatigue. Another valve of same model and size was implanted in replacement. Patient was noted to be in stable condition.

Manufacturer narrative:
As per further review the case was updated. H6 (device code) 2983 - mechanical jam and 1069 - break were removed. H11 manufacturer narrative was updated to: customer report of thrombotic material, restricted leaflet mobility and stenosis were confirmed. Thrombotic material was observed on the inflow and outflow aspects of all leaflets. Thrombotic material restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both inflow and outflow aspects. Leaflet 3 had a 4mm cut in the cusp area and edges of the cut were straight and even. Non-transmural perforation was noticed on leaflet 3. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Multiple sutures remained attached to the sewing ring around the valve. Sewing cloth of sewing ring had multiple cuts around the valve. No other visible inconsistencies were observed on the valve. Photos provided were consistent with lab findings. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.